Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging unknown inaccurate results compared to a laboratory device. Values were not available at the time of the call. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.